Event description:
It was reported by service report that the bed exit and scale will not function properly due to bed being in gain/loss mode. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech, who took the bed out of gain/loss mode, zeroed the scale system.